Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image intermittently drops out during inspection for use involving an Olympus video system center. There were no reports of patient involvement.